Event description:
Healthcare professional reported a right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight of the device to be within specification, an opening on the radius and red particles in the shell. A visual and microscopic analysis was performed which identified a sharp crease opening on radius, striated opening on anterior and crease fold. Based on the device analysis the final assessment is: a sharp crease opening on radius assessed as fold flaw opening. A striated opening assessed as surgical damage consistent with the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.